Manufacturer narrative:
The device is expected to be returned for evaluation, however, it has not yet been received. (B)(6).

Event description:
The event involved an admin set with clave where the customer reported that the device leaked at the air vent during infusion. There was no bleedback reported. The device was not reprocessed/resterilized. There was no delay in critical therapy. There was patient involvement, but harm was not reported as a consequence of this event.